Manufacturer narrative:
Type I endoleak - eval results: death, endoleak. Very frail vessels; aortic neck angulation.

Event description:
A talent abdominal stent graft device was implanted in a pt for the endovascular treatment of a 6.3 cm abdominal aortic aneurysm. Vessels were frail, mildly tortuous, and mildly calcified, and the aortic neck angulation was 30 degrees. It was reported that upon the final angiogram, there was a slight proximal type I endoleak in the talent bifurcated stent graft (MFR report #2953200-2010-00090). The physician elected to model the stent graft with a reliant balloon (MFR report #2953200-2010-00091), which was completely within the stent graft; however, the balloon was over-inflated, and the first fabric-covered ring on the stent graft perforated the aorta from the renal arteries down to the top of the aneurysm. The pt had lost a large amount of blood due to the perforation. The physician elected to place an aneurx aortic cuff; however, there was a proximal endoleak. The physician placed a second aneurx aortic cuff; however, there was still a proximal type I endoleak (MFR report #2953200-2010-00093). The physician decided to surgically-convert the pt to an open repair. During the open repair, the physician stated that the vessels were very frail and that it was difficult to sew the surgical dacron materials to the vessels. All the stent grafts were explanted and discarded by the user facility. It was reported that the pt expired the following day. No further info has been provided.